Manufacturer narrative:
H4: the lot was manufactured from january 20, 2021 - january 21, 2022. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a white floating particulate matter approximately 0.25 inches in length floating inside the fluid pathway. The particle was then isolated and stereomicroscopically examined and micrographed. The particle was opaque white, reflective, elastomeric/flexible when probed, elongated cylinder that was cut on each end, and about 5mm as measured at its longest linear length with 1.3mm diameter at one end and tapered to about 0.7mm diameter. Using the ftir spectrum (fourier-transform infrared spectroscopy), the particle in the exactamix container was consistent with polyisoprene and a silicate. The reported condition was verified. The cause of the condition could not be determined, however, based on the morphology and shape, it was consistent with needle coring. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in a 2000ml eva tpn bag. This was identified during mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.